Event description:
It was reported that an ilet user experienced hyperglycemia, with a highest recorded blood glucose of 200 mg/dl and a possibility that glucose was out of range for more than 90 minutes; no ilet alerts were reported, and the user performed a factory reset with agent assistance while wearing a 23 in 6 mm inset and using dexcom sensor code 1932. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting and education. Investigation of this case revealed no device alarms or functional anomalies reported during the event, and the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.